Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) recalibrated the master tool manipulator (mtm)s on the two surgeon side consoles (ssc) after the grip test failed for each left mtm and determined it to be related to the customer issue. However, the issue was not confirmed as a stapler was not used for testing. Sureform 60 instrument (lot number k11240912 0453) was tested in-house where it passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the instrument grips opened and closed properly several times. Overall, the instrument passed the grip test, compression test, and the firing test - which was done two times in different positions and passed each time. The instrument was fully functional, and no product issue was identified. A green reload associated with this event was returned with this stapler and failure analysis (fa) was completed. The reload was disassembled in-house for inspection and was found to have lodged staple in the knife canal. Additionally, the reload was found to have a damaged blade exhibiting mechanical indentations/burrs. The second sureform 60 stapler instrument (lot number k10241018 0495) was received. The sureform 60 instrument was tested in-house where it passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the instrument grips opened and closed properly several times. Overall, the instrument passed the grip test, compression test, and the firing test - which was done two times in different positions and passed each time. The instrument was fully functional, and no product issue was identified. A reload was not received with this second stapler. The event investigation is in progress. Note: refer to additional manufacturer reports: green sureform reload - 2955842-2025-04294. Surgeon side console (ssc) 1 - 2955842-2025-05669. Surgeon side console (ssc) 2 - 2955842-2025-05683.

Event description:
It was reported that while stapling the stomach during a da vinci-assisted superior polar esophago-gastrectomy, the stapler closed and at the moment of release, and it appeared that the blade was pushing the tissue rather than cutting it. A new sureform instrument was used, and the same problem occurred, resulting in a tear in the muscularis propria of the stomach and damaging the "plasty." The surgeon then converted to a thoracotomy to achieve hemostasis and correctly "calibrate the cut."

Manufacturer narrative:
An advanced stapler log review found sureform 60 stapler was used first, and it was installed on the system 4 times and fired 4 green reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 4th install, the instrument was removed and not used in the procedure again. Next, logs show part number 480460-12, was installed on the system 1 time and fired 1 green reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors relevant to the complaint in the system logs.

Event description:
Refer to h11 for follow-up information.